Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the jaw damaged. Testing found a short on the device when the jaws are fully closed, resulting in a yellow alert screen "reposition jaws and reactive". This advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a hysterectomy procedure, the message requiring to "reposition the jaws" came up after normal use at the beginning of the procedure. The case was completed by using another. Customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported. One device is being returned.